Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray switch cable, the foot switch, the generator interface board, and the hand control. System operates as intended.

Event description:
Customer reported the x-ray switch is not working properly and having problems recalling images and problems with image quality. No patient injury was reported.